Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at a device check, a lead warning was confirmed. It was noted that the right ventricular (rv) lead exhibited low and high impedances. An additional lead test was conducted manually with normal measurement results. As there was no issue with the data, the physician decided to monitor the patient until the next device check. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.